Event description:
The patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardiac monitor exhibited false pause episodes due to undersensing of the patient¿s rhythm. No intervention was performed. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited incorrect measurement. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.